Manufacturer narrative:
Date of report: 29oct2018. Date received by manufacturer: 08oct2018. Philip's field service engineer (fse) replaced the printed circuit board assembly (pcba) power management (pm) and the pcba motor controller (mc) to address the finding.

Manufacturer narrative:
Report date: 31jan2019. Date rec'd by MFR: 24jan2019. The power management printed circuit board assembly (pm pcba) was returned to philips for failure analysis. Testing revealed that the root cause of the error codes reported was due to a solder crack open not making contact with the trace on the pm pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device logged errors 1115 (auxiliary alarm supply failed) and 111b (35 volt supply failed) the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.